Manufacturer narrative:
Patients condition affected effectiveness of device (moderate calcification). Conclusion: device failure/ lack of effectiveness related to patient condition (moderate calcification)

Event description:
A 3.25mm x 16mm stormer mx ii angioplasty balloon was used to expand the right coronary artery lesion. The lesion morphology was reported to be non-calcified, non-tortuous with 90 percent stenosis. It was reported that the balloon was advanced to another manufacturers stent for post dilation. It was reported that the physician inflated the balloon expanding the stent, however; when the physician pulled negative pressure a number of times, the balloon would not deflate. The physician was unable to deflate the balloon. The physician cut the shaft of the catheter, but the balloon did not deflate. The physician then pulled hard on the balloon catheter, the physician was able to pull the angioplasty balloon back to the edge of the guide catheter and removed the device from the patient. No additional sequelae were reported and the patient is reported to be fine.